Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the following facts obtained from the investigation, it was not possible to presume the cause of the video connector socket lock failure. -it was duplicated the reported phenomenon by the evaluation of olympus service operation repair center (sorc). And also it was found the video connector socket lock failure. -there was no information about the cause of the video connector socket lock failure or the related images, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was dark if the endoscope connection was not held down at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the video connector socket lock failure which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.